Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that when connecting a new ventilator to an electric current outlet, the screen remained black. Additional information has been requested, as there is no report of patient involvement.

Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. The device was tested and no failures were observed. The device passed all testing. The single board computer printed circuit board was replaced as a precaution.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.